Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was explanted due to possible output circuit damage, low hv impedance and near eri.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed. The root cause was traced to damaged transistors in the output circuitry. The cause of the damage was consistent with hv therapy delivery into a low impedance output. The cause of the low impedance could not be determined.